Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Customer reverted to using an alternative method of insulin therapy.